Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, noise on the ventricular lead was inappropriately detected as ventricular fibrillation (vf). The physician prefers not to take any action and will continue to monitor the patient by follow-up. The patient was in stable condition.